Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient; product ID neu _unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. G2: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a medical examination was conducted today, but the person in charge at medtronic (probably the distributor) said that the stimulator could not be measured because it does not have enough charge. The controller was not brought with during the examination, so when the patient went home and the remaining battery level was checked, it was displayed as 100% controller and 80% stimulator. Previously, an attempt was made to reduce the stimulation on the legs and by mistake, the shoulder stimulation was reduced and even when the stimulation was attempted again, the setting value not possible was displayed and it could not be increased. When consulted today, measurements could not be taken, so it could not be taken care of. It was also reported there was pain in the shoulder. When the stimulation was reduced, it could not be increased. The patient was asked by a representative to contact the call center when the patient went for a medical consultation, so the call center asked the area manager to handle it. It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the "setting value not possible" message and inability to increase stimulation was determined to be that the electrode (lead) in use was fractured, resulting in high resistance and inability to use. Reprogramming was performed to avoid the electrode with abnormal resistance, and the issue has been resolved. Regarding the suspected lead fracture, it is planned to consult with the primary physician and address it.

Event description:
Additional information was received from the manufacturer representative (rep). Lead information was provided. It was noted the cause of the electrode/lead fracture was unknown. When setting the program, they avoided using the high impedance electrodes. The issue was since resolved. Additional information was received from a manufacturer representative (rep). It was clarified that one of the two leads is suspected to have a fracture; either of the two leads may correspond to the reported device, however, it cannot be identified which one specifically.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 97745 lot# serial# unknown, product type programmer, patient product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead g2: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.